Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 13mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. It was noted during procedure via fluoroscopy, that the occluder exhibited a cobra deformation when being deployed. There was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery system. The occluder was not damaged or mishandled during device preparation. The decision was made to remove and replace the 13mm amplatzer septal occluder with a 15mm amplatzer septal occluder to complete the procedure. The 13mm amplatzer septal occluder had been removed from the patient prior to release from the delivery cable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity could not be confirmed. Images were received from the field and the images appeared to show the device deforming cobra, however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.